Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with an unknown mentor breast implant and was diagnosed by a physician with adrenal fatigue on (B)(6) 2018. The patient underwent explantation of the devices on (B)(6) 2018. The root cause of the patient's symptoms are unclear. No specific device information, such as implant type, brand, serial or lot # was received. No medical documentation was "recieved" from physician regarding this case. Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available. Should more information become available, this case will be re-assessed. This is for the right side implant. See manufacturer report number 1645337-2019-07739 for contralateral prosthesis.

Manufacturer narrative:
New information: mentor received the complaint sample and the lot number on the device is 5539974, which corresponds to catalog number 3501655. Device evaluation summary: it was reported that a 36 year old caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 350cc and was diagnosed by a physician with adrenal fatigue on (B)(6) 2018. The patient underwent explantation of the devices on (B)(6) 2018. The root cause of the patient's symptoms are unclear. No specific device information, such as implant type, brand, serial or lot # was received. No medical documentation was received from physician regarding this case. Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available. Should more information become available, this case will be re-assessed. This is for the right side implant, see manufacturer report number 1645337-2019-07739 for contralateral prosthesis. The device was returned to mentor without fluid inside. White material was observed within the device. No foreign material was observed on the shell surface. Upon visual examination the device appears intact. No other anomalies were discovered. Based on the facts of the case, it is unrelated to the breast implant and related to the patient condition. The device history record (DHR) of lot number 5539974 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
New information: mentor received additional information indicating the date of event was on (B)(6) 2009 and the date of implantation was on (B)(6) 2004. Manufacturer¿s reference number: (B)(4).